Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice machine during drain 3 of 6. The baxter technical service representative (tsr) asked the home patient (hp) to close all clamps and transfer set, and cycle power off and on. The hp stated that she disconnected to use the restroom and getting back on the cycler may have caused the 2240 alarm. The tsr advised the hp to discard all supplies and notify her nurse. Baxter product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event, however, the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded by the patient.